Manufacturer narrative:
The sling was received by the manufacturer recently and was established to be of production date april 2005. The sling was verified to be a large padded sling with grey clips. The sling was in pristine condition with all four clips still holding their inserts and little to no scuff marks or any signs of wear. The lifter opi clearly states, "warning: always check that all the sling attachment clips are fully in position before and during the lifting circle and in tension as the patient's weight is gradually taken up." With the current information the manufacturer can establish a root cause for this incident. The information in the incident investigation report hints to the root cause of the incident being that the tension was relieved from the strap and clip while the hanger bar was tilted, but not solid. Evidence exists to prove this probable cause. With the current information, the manufacturer cannot build a corrective action towards the product or opi. No further investigation will be carried out. However, the manufacturer will continue to monitor trending for this issue with the involved product for possible future follow-up actions.

Event description:
The facility reports during a sling usage demonstration of how to attach a sling correctly, a student was lifted with a tilting hanger bar and sling. The instructor's report is indicted to read as follows: "whilst tilting the hanger bar the left hook of the sling came off the button (=clip attachment) [and] it was immediately put back on. The student was not harmed in any way." No description was received of the person being lifted. There is no injury reported. Allegedly later examination of the sling clip revealed that it was a loose fit onto the hanger [compared to] the rest [of the clips]. (B)(4).